Event description:
The aci account sales manager reported the following info: "the device had a jam. When the technologist went to shuttle the green handle down it only went a third of the way. After a couple attempts at advancing the device was aborted, balloon deflated, removed and manual pressure was held. After 20 minutes of pressure, hemostasis was obtained and the pt was discharged to the floor in normal condition. To my knowledge the pt was dismissed from the hospital without any further issue, related or unrelated to the catheterization or the device closure". Stick location: bifurcation.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. A review of the lhr was not possible as the lot number was not provided. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.